Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) due to meningitis. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with antibiotics (specific date, duration and type not reported). The implanted device remains.